Event description:
Clinic notes received on 05/09/2016 for patient referral for replacement. Notes are dated 05/04/2016 and state that recently the patient has had an increase in his seizure frequency which seems to correlate with the high impedance. Notes state the increase in seizures will likely require full lead and battery revision to work properly again. Replacement surgery has not occurred to date.

Event description:
It was reported on (B)(6) 2016 from the physician that the patient had high lead impedance seen on (B)(6) 2016. However, when the sales representative went to the physician's office she found no evidence of the high impedance on his handheld and saw good impedance. However, it is not known on what date the good diagnostics were taken and if high impedance was seen after. The patient is scheduled or x-rays.

Event description:
The patient underwent a full replacement on (B)(6) 2016. The explanted devices were discarded after surgery.

Manufacturer narrative:
Results, corrected data, previous MDR had incorrect result code, code has been updated.

Event description:
The impedance from a review of the m103 generator shows that the impedance changed from normal to high on (B)(6) 2015.